Event description:
Follow up information reported that all the impedances looked good and there were no intra-operative malfunction noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) kept losing charge. It was noted that the device was 8 years old. It was noted that a question mark was placed next to the question asking if the battery depletion as normal. It was noted that the device was replaced and would be returned. It was noted that there was no patient injury and the patient recovered without sequela. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis of the stim implantable neurostimulator (ins) (serial # (B)(4) found it was functionally okay with insignificant anomalies. Product analysis summary: the ins passed the functional testing. A recharge interval test was performed, the ins battery was discharged at a specific rate from full to lock mode. The ins battery had slightly reduced capacity (9.2 days vs. 10 days) but it was still within the expected limits for a battery that is (B)(6). (B)(4)

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 3 7742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.